Event description:
It was reported from the study database that three years after a stent implant (2002) an in-stent restenosis was observed for which angioplasty was performed with good results. The target vessel during the index procedure was the left distal superficial femoral artery. There was no thrombus present at the site. The lesion was de novo, eccentric and not covering any side branches. It measured 72 mm in length, calcified with a 100% stenosis. The lesion was pre dilated after which a dissection was noted. A stent was placed and post dilated. There was no residual stenosis or dissection after stent placement and satisfactory results were accomplished. Additional info received states that the pt had stenosis at the edge of the stent in 2004. Angioplasty was performed, during which a flow limiting dissection occurred. A non-cordis balloon expandable stent was deployed for the dissection.

Manufacturer narrative:
On the 24 month follow-up, (late 2004), duplex ultrasound showed a 40% proximal in-stent stenosis. Due to worsening claudication, four weeks later, an angiogram was performed. The proximal edge of the smart stent had an eccentric subtotal stenosis (the same location as the stenosis seen on the 24 months duplex and previously dilated and stented in six months earlier). In 2005, the pt returned with worsening claudication over the past three weeks. Angiogram revealed a subtotal stenosis at the proximal and distal part of the smart stent. In two months later, pta was performed to the stenotic area with good results and no residual stenosis. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Vessel occlusion, restenosis or recurrent strictures as well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. This is one of two products involved in the same pt and reported under manufacturing numbers 9610978-2008-00208 and 9610978-2008-00209.